Manufacturer narrative:
H10: the actual device and a photograph of the sample were received for evaluation. The actual device was received partially filled with solution. Unaided visual inspection and visual inspection with magnification of the actual device did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed, and no issue was observed in the connector or cap area of actual sample. The photograph was reviewed, and a colorless polymeric appearing particle was visible in the fluid path in the photo only. Therefore, the reported condition was verified in the photograph but not in the evaluation of the actual sample. The cause of the condition could not be determined; however, possible causes are due to compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a "small strand-like particle" was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.